Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) after a procedure the universal surgical manipulator (usm) 4 had an error and the carriage was stuck midway down the insertion axis. The usm 4 was not used for the procedure due to the issue. Tse recommended a hard reboot on the psc. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the usm functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the insertion axis was inspected with a monopolar scissor instrument on the system. This triggered a high-speed movement on the insertion axis, replicating the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a temporary loss or disruption of the motor encoder signal on the insertion axis. Failure analysis confirmed that the fault could be replicated when high-speed movement was induced on the insertion axis, which triggered the motor sensor fault.